Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 17 june 2020: lot 173664: (B)(4) items manufactured and released on 18-oct-2017. Expiration date: 2022-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0417fr tibial insert fixed sphere flex size 4/17 mm r (k121416) lot. 135217. Batch review performed by medacta regulatory affairs department on 17 june 2020: lot 135217: (B)(4) items manufactured and released on 20-jan-2014. Expiration date: 2018-11-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in 2 years and 2 months after the primary reporting instability due to laxity. The surgeon revised the 17mm poly with a 20mm poly and revised the tibial tray. The surgery was completed successfully.